Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient developed a skin reaction with infection extending beyond the patch perimeter. The skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2023, the patient consulted with her doctor. Her doctor prescribed her an oral antibiotic (the patient does not remember the name or dosage). At the time of the report, the patient's skin reaction was fully healed. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.